Manufacturer narrative:
The patient was sent a new blood glucose meter. The blood glucose meter has not been returned to the manufacturer. An investigation will be performed but has not yet begun.

Event description:
The patient reported that his meter is overheating and will not charge.